Event description:
The pt underwent a cystoscopy, left ureteral stent placement and transurethral resection of bladder tumor. During the procedure, a 6f 26 cm j stent was advance, upon removal of the wire a part of the teflon coating was retained within the stent. A decision was made to leave the stent in place since appropriate drainage was seen within the distal curl of the stent. At the end of the procedure a 22f foley catheter was inserted without difficulty. The pt tolerated the procedure well with complications.